Event description:
The customer reported that an anti-jk(b) was missed in a patient sample when testing with biotestcell 1&2 on tango optimo. The patient showed a delayed transfusion reaction which was only observed in the laboratory, because the post transfusion sample was brown in color. The patient´s vitals were all normal. The patient was discharged on (B)(6) 2015 and is doing fine. When the customer filed this complaint, the supposedly defective product was already expired. Therefore testing of the retained biotestcell 1&2 sample was not possible. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.